Manufacturer narrative:
The 25-gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample revealed no obvious nonconformity. The 25-gauge illuminated flex curved laser probe sample testing was performed and the laser probe was found to have no problem. Based on the information available, the customer reported event cannot be confirmed. A 25-gauge illuminated flex curved laser probe manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The 25-gauge illuminated flex curved laser probe was found to have no problem; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a cataract surgery, an ophthalmic laser probe did not fit through cannula. There was no patient involvement.

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).